Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The unit was visually inspected for any damage or defect. The gauge needle of the returned device was below the 0 atm mark. The returned gauge was replaced with a test gauge. The unit then passed all functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that a broken barrel occurred. A 26 advantage balloon catheter inflation device was selected and used to inflate a balloon catheter. Upon inflation, an abnormal sound was noted and it look like the syringe was going to break. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed the gauge reading was below 0atm.